Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01470 / 01471).

Event description:
It was reported by the patient's legal counsel that the patient underwent an initial right total hip arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain, discomfort, swelling, inflammation, and damage to surrounding bone and tissue, lack of mobility, metallosis, metal debris, and nerve damage. All initial products were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal counsel that the patient underwent right hip revision procedure approximately seven years post-implantation due to alleged pain, discomfort, swelling, inflammation, and damage to surrounding bone and tissue, lack of mobility, metallosis, metal debris, and nerve damage. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. It was reported that patient underwent a right hip revision procedure approximate seven years post-implantation due to migration of the acetabular cup and metallosis. During the procedure, pseudotumor formation, loosening of the cup, bone loss, leg length discrepancy and instability were noted.